Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. At the time of this report the patient was hospitalized due to the event. The treatment, patient outcome, and action taken with pd therapy were not reported. No additional information was available at the time of this report.

Manufacturer narrative:
Additional information: a3a, b2, b3, b5, b7, d10 and h6. B5: upon follow up, it was reported the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for 14 days due to the peritonitis. On an unknown date, the patient was treated with unknown antibiotics (discontinued) for the event. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.